Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported that she began to experience hyperglycemia on (B)(6) 2011 due to the insulin delivery of the infusion device being too low. Blood glucose was 16.2 mmol/l (291.6 mg/dl) in the evening, and she delivered insulin through the infusion device as a correction. Blood glucose remained elevated throughout the day on (B)(6) 2011 despite delivering add'l insulin through the infusion device. Blood glucose was 21.8 mmol/l (392.4 mg/dl) in the afternoon. Pt felt ill and stressed, and she called her nurse and was advised to use insulin injections. Pt did not have an infection. No alert or error messages were received on the infusion device. Pt could see insulin flow out of the competitor's infusion set but reported there was "no change" when she connected to it. Blood glucose levels were back to normal at the time of the report. Infusion device was requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.